Manufacturer narrative:
On 10-dec-2025, it was noticed the remedial action details were inadvertently omitted from the 3500a initial medwatch report. As such, the information has now been added to fields h7. Remedial action initiated type and h9. FDA correction/ removal reporting no. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
One week after the patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with varipulse catheter, the patient experienced new left arm and hand weakness. A magnetic resonance imaging (MRI) showed a 6-7 millimeter ringlike non-enhancing focus within the posterior right frontal lobe favoring a subacute infarct. The patient continued to report weakness and has been referred to neurology for further workup. There were no issues reported during the afib ¿ paroxysmal procedure. The physician reported, one week post procedure, the patient presented with a new left arm and hand weakness. A brain MRI obtained on (B)(6) 2025 showed a 6-7 millimeter ringlike non-enhancing focus within posterior right frontal lobe favoring a subacute infarct. The patient continued to report weakness at follow-up on 27-oct-2025 and has been referred to neurology for further workup. The patient underwent pre-procedure computed tomography (CT) on (B)(6) 2025 which showed normal pulmonary anatomy and a clear left atrial appendage without thrombus. The patient was on continuous oral anti-coagulation with eliquis, which was held the morning of the procedure. The patient has MRI evidence of sub-acute infarct, but origin is unclear at this time. All abrasion legions were of the recommended activated clotting time (act) of greater that 350 seconds, the distribution of the infarct on MRI is very focal and does not match the more diffuse pattern often seen with a cardio embolic mechanism. It is the physician's opinion that this issue was not related to the use of the varipulse catheter. The patient also had an extensive medical history, including prior cerebrovascular incident, coronary artery disease and obstructive sleep apnea. The physician¿s opinion on the cause of this adverse event was that they were unsure and are awaiting neurology workup. The patient¿s outcome from the adverse event was reported as unchanged/improved. The patient did not require extended hospitalization.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Internal actions are being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).